Manufacturer narrative:
The pump received with button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted. Analysis was unable to verify excessive no delivery alarm due to button error alarm. The pump was received with scratched display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 267 mg/dl. The customer states the button error alarm occurred after moisture damage. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.